Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for malignant pain. A bolus of drug to reach the tip of the catheter was not programmed. On 10/29/1999, the pt began to experience nausea, weakness, and malaise. On 10/30/1999, the pt was admitted to the hosp and started on an external pump (pca) with morphine. The pt's condition improved and on 11/1/1999, the external pump was discontinued and the synchromed pump was refilled with morphine and reprogrammed. The pt recovered and condition is improved.